Manufacturer narrative:
Citation: gabriels j. Real world experience of pacemaker implantation following implantation of the corevalve and evolut pro valve. Journal of interventional cardiac electrophysiology, 2018 51(suppl): s52-s53. Earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding real world experience of pacemaker implantation following implantation of the corevalve and evolut pro valve. All data were collected from a single center between august 2014 and december 2014. The study population included 160 patients (predominantly female; mean age 84 years), 59 patients were implanted with medtronic evolut pro prosthesis and 101 patients were implanted with corevalve prosthesis. The serial numbers were not provided. Among all patients adverse events included: complete heart block (chb), left bundle branch block (lbbb), atrial fibrillation and permanent pacemaker implantation. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.